Event description:
It was reported by the customer that pyxis medstation es system drawer failed to open. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that drawer had failed. A field service engineer stated customer rebooted station and drawers recovered as normal. The system functioned as intended after the field service engineer troubleshot the device.